Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty force sensor resistor. The functional testing could not be completed due to the alarm. The insulin pump had normal operating currents and passed the reset error test. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump alarmed and squirted out insulin during the prime. The blood glucose reading was 205 mg/dl. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.